Event description:
This case was related to case: (B)(6) (cluster). This unsolicited case from united states was received on 14-dec-2017 from physician. This case concerns a patient (demographics unspecified) who received treatment with synvisc one and after unknown latency patient had knee that became very inflamed. Also, device malfunction was identified for the reported lot number. No relevant concomitant medications, past drugs, medical history, and concurrent condition were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection, once (batch/ lot number: 7rsl021; dose, indication and expiration date: not reported) in both knee. On an unknown date in (B)(6) 2017, after unknown latency, patient experienced an adverse reaction in one knee (it was unknown which knee had the adverse reaction, but it was only one knee). The reaction in patient consisted of a knee that became very swollen, painful, red, and inflamed. Once it was realized that the synvisc-one lot had been recalled for gram negative microbe contamination, patient was started on broad-spectrum antibiotics and underwent a surgical procedure which included a washout of the affected knee (it was believed that these surgical procedures took place yesterday, (B)(6) 2017). It was reported that patient was having an extended in-patient hospital stay, and patient have drains placed in their knees. Corrective treatment: not reported for both events. Outcome: unknown for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: hospitalization and required intervention for both events pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later was diagnosed with a knee that became very swollen, painful, red, and inflamed. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.